Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. DHR review was completed. Part number: 388.720; synthes lot number: t139407; release to warehouse date: 01-july-2016; manufacture site: (B)(4); part expiration date: n/a. List of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition for this device. The raw material certificate was reviewed and the used material was according to the specification. No ncrs were generated during the production of this device. Customer quality conducted an investigation of the returned device. Flow: broken. Visual inspection: the bolt cutter (part 388.720, lot t139407, mfg 01-july-2016) was received at us cq with chips of material missing from the jaws. This is consistent with the reported complaint condition, thus confirming the complaint. The cause was determined to be use error, thus no further investigation will be completed. Conclusion: the complaint condition is confirmed as the bolt cutter (part 388.720, lot t139407) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. The root cause was determined to be use error. The bolt cutter is intended to cut rods made of titanium and stainless steel rods, as described in the drawing, not rods made of cobalt alloys as described. The rod cutter is mentioned in various surgical technique guides, both spine (for example: universal spinal system) and trauma (for example: sacral bar kit,), that specify that the cutter is used to cut stainless steel and titanium rods. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the rod cutter broke when cutting a cobalt chrome bar. The bars were cut a considerable distance from the surgical field to prevent any projecting fragments from falling into the surgical field. As a result, no fragments fell into the patient. Procedure was completed successfully with no delay and no harm to patient. Concomitant device reported: cobalt chrome bar (part number unknown, lot number unknown, quantity 1). This report is for one (1) bolt cutter. This is report 1 of 1 for (B)(4).